Event description:
During the deployment of the angio-seal closure device, the tip of the catheter dislodged causing the tip end to float into the distal portion of the right femoral artery down the leg.